Event description:
Pt had bluish lips. The pt monitor was indicating normal spo2 readings and rates and had not alarmed. Clinical application staff arrived on site to investigate and determined that it was possible a staff member may have move the spo2 probe without disconnecting and reconnecting the probe from the tram which is a required procedure.